Event description:
The physician reports that the crystalens haptics tore off when loading the lens into the cartridge of the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens were returned to eyeonics and evaluated. Visual inspection revealed that the haptics were torn along the hinges. These findings are consistent with damage caused by injector use.